Event description:
It was reported that suture placement was attempted in a common femoral artery with a prostar xl device using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was a 12f. Reportedly, the needles of the first prostar xl device were deployed; however, one of the needles missed the hole in the barrel and punctured the vessel wall. Needle backdown was performed and the device was removed. A second prostar xl device was used but the needles could not be deployed due to high resistance felt during deployment. Once the second device had been removed the physician tried to deploy the needles outside the anatomy; however, it was noticed that the sutures seemed to be entangled. The patient was transferred to the vascular surgeon. The vessel was repaired and vessel closure was achieved surgically. A clinically significant delay in the procedure was reported with extended hospitalization. The physician is reported to be trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other prostar xl device referenced is filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy device was confirmed. A review of the lot history record revealed no non-conformances for this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.